Event description:
It was reported that the patient experienced an unknown sensor issue. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient reported that her cgm device was working before she went to bed. On (B)(6) 2024, the patient¿s husband tried to wake her up around 11:00am, but she was unresponsive. 911 was called. Once emergency medical services arrived, the patient was still unconscious, and her bg meter reading was low mg/dl. The patient¿s cgm stated to ¿start a new sensor¿ and was not providing any readings. The patient was wearing a tandem insulin pump. Ems transported the patient to the emergency room. The patient was treated with an IV glucose drip and placed on a heart monitor. At 4:30pm, the patient¿s bg meter reading was 43 mg/dl. The patient regained consciousness on (B)(6) 2024. The patient could barely talk, and her lower teeth were sore. Due to this, the patient was not eating much and was given an unspecified medication to help her sleep the night of (B)(6) 2024. The patient was discharged on 11/18/024 after the results of her echocardiogram were found to be normal. She also had body aches and needed a cane to walk. The patient was ¿feeling better¿ at the time of report. Data was provided for investigation. Performance data review showed a new sensor session was started on (B)(6) 2025 at 11:06 am. After five days, the session was manually stopped on (B)(6) 2025 at 02:24 am. The patient was not in a sensor session until a new session was started on (B)(6) 2025 at 11:46 am. Data investigation could not confirm the allegation. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - e0131 speech disorder.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statements in the initial MDR, "data was provided for investigation. Performance data review showed a new sensor session was started on (B)(6) 2025 at 11:06 am. After five days, the session was manually stopped on (B)(6) 2025 at 02:24 am. The patient was not in a sensor session until a new session was started on *(B)(6) 2025 at 11:46 am."

Event description:
Data was provided for investigation. Performance data review showed a new sensor session was started on (B)(6) 2024 at 11:06 am. After five days, the session was manually stopped on (B)(6) 2024 at 02:24 am. The patient was not in a sensor session until a new session was started on (B)(6) 2024 at 11:46 am.